Event description:
It was reported that a user experienced connectivity difficulties between the dexcom g7 sensor and the ilet device, resulting in cgm signal loss and inability to receive glucose readings. Symptoms included absence of sensor glucose data. Outcomes included temporary interruption of cgm functionality with user-directed monitoring and follow-up if readings did not resume. Investigation included technical troubleshooting and user education, including toggling device settings from g7 to g6 and back to g7 and restarting the sensor with code entry. Investigation of this case revealed that the sensor proceeded to a pairing state following the troubleshooting steps. It was concluded that the issue was consistent with intermittent signal loss that resolved or was expected to resolve after re-pairing and sensor restart.